Manufacturer narrative:
The unit was returned and an evaluation wsa conducted. Upon visual inspection it appears that a thermal event occurred. It is not possible to determine the exact sequence of events that led to the thermal event. However, there is evidence that a short occured in the lower battery pack between the cells and the printed circuit control board (pcb). There was a blackening on the top of the lower battery pack and its printed circuit board (pcb). Cells 2 and 3 appear to have been involved in the thermal event, likely by supplying energy into a fault in the board. Additionally there was a slight melting of the handset plastic enclosure. This concludes the investigation.

Event description:
It was reported that the batteries are making a burning smell when placed onto the cradle. The reporter was unsure if it is the cradle or the battery. There was no report of injury, patient or user involvement, or impact to patient care.